Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material twisted/bent, and material separation were able to be visually confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material twisted/bent and material separation appear to be related to circumstances of the procedure. The guidewire was noted to be bent, kinked, stretched, and broken, which are consistent with the reported damage of a guidewire twist/bend and separation. In this case, it is likely that the use techniques employed with delivering, using, and withdrawing the balloon catheter from the guidewire which caused the damage to the guidewire after it was removed from the patient. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction medical device problem code 1454 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the mid left anterior descending (mlad) coronary artery with mild calcification and moderate tortuosity. The pressurewire x guide wire was advanced and used to measure the rfr. The pressurewire x was left in the vessel and was used to bring a balloon catheter to the target lesion. After dilatation, when the balloon catheter was withdrawn from the patient anatomy, the shaft bent in the doctor's hand and the transparent tubing coating of the wire could be pulled away from the rest of the wire. Then, the pressurewire x separated into two separate pieces. There were no complications in the patient because, as this took place outside the patient anatomy. The doctor was able to pull the wire out of the sheath in one piece. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.